Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2019 from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported patient was just implanted (B)(6) 2019 and is experiencing severe leg/knee pain. The implant battery was turned off, but the pain remains. On (B)(6) 2019 the rep provided further information and stated patient went through stage 1 and then stage 2 but had increase in sciatic pain after implant. Even after turning ins off, patient still had sciatic pain. The patient said they wanted explant; patient wasn¿t willing to work with rep regarding further adjustments. On (B)(6) 2019 the hcp (healthcare professional) reported the device was explanted. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported patient was just implanted (B)(6) 2019 and is experiencing severe leg/knee pain. The implant battery was turned off, but the pain remains. On (B)(6) 2019 the rep stated patient went through stage 1 and then stage 2 but had increase in sciatic pain after implant. Even after turning ins off, patient still had sciatic pain. The patient said they wanted explant; patient wasn¿t willing to work with rep regarding further adjustments. On (B)(6)2019 the rep asked to speak to medical affairs department and reported patient was explanted approximately 4 weeks after initial implant. On (B)(6)2019 the hcp (healthcare professional) reported to rep the device was explanted. No further complications were reported or are anticipated.